Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the infusion set was changed to address the issue. Customer's blood glucose ranged from 234-235 mg/dl.

Manufacturer narrative:
Device not returned.